Manufacturer narrative:
(B)(4): eval results and conclusion: migration. Aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unk. Current vessel morphology was reported as the aortic neck diameter is 27-28 mm in diameter, it was angulated at less than 45 degrees, and distally the stent graft is just above the hypogastric arteries bilaterally. It was reported that a recent CT demonstrated that the stent graft has migrated about 25-40 mm distally, with no endoleaks. The migration was attributed to neck dilatation. The physician elected to implant a talent thoracic cuff, because a longer length was required to build the device up to the level of the renal arteries. No additional clinical sequelae were reported, and the pt is fine.